Event description:
It was reported that a dexcom g7 continuous glucose monitor paired to a g7 reader but failed to pair to the ilet, and the user was guided to power down the reader to remove potential radio interference, toggle the ilet cgm setting to g7, and reenter the four-digit cgm pairing code, with education that pairing could take 15¿30 minutes. Symptoms included no adverse clinical effects and no reported hypoglycemia, hyperglycemia, injury, or hospitalization. Outcomes included user education and troubleshooting with instructions to call back if pairing did not complete after the advised interval. Investigation included technical troubleshooting of device setup, configuration verification, and attempted re-pairing procedures. Investigation of this case revealed a pairing failure between the ilet and the g7 system while the sensor remained paired to the reader, consistent with communication or configuration conflict of the cgm interface; no device hardware malfunction or alarm was reported. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related setup or environmental interference during initial pairing.